Manufacturer narrative:
A supplemental MDR is being submitted for engineering observation upon return of the device. The section of this report has been updated: h10 (narrative text). As per pre-deco observation, the I/c bond of the delivery system balloon was torn.

Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Visual inspection of the returned device revealed the following: valve aligned on inflation balloon, crimp balloon torn proximal to the inflation crimp (I/c) bond, one balloon leg flared outward, and minor gouges on flex tip. Photos and imaging was provided and revealed that the vale crimped on the balloon exiting through the sheath, valve crimped on inflation balloon with the flex tip pulled away from the valve, and blood appears present in the balloon. The 3mensio imaging revealed ¿tortuosities in both iliac axes, of very good caliber and bifurcations of the common femoral bond somewhat high¿.  Functional testing was not performed due to the condition of the returned device (torn balloon). Dimensional testing was performed on the double wall thickness of the crimp balloon and met specification. During manufacturing, the device is visually inspected and tested throughout the process. Per procedure, the balloons are 100% inspected for defects at multiple times. The commander delivery system is 100% leak tested. During final inspection, the entire device is 100% visually inspected distal to proximal by both manufacturing and quality. In addition, during product verification (pv) testing is performed on lot samples, the delivery system is inspected for physical defects or damage, and inflation balloon/crimp balloon tensile testing. The lot met statistical requirements as requirement for lot released. The above inspections during the manufacturing process and testing performed during pv testing support that it is unlikely a manufacturing non-conformance contributed to the reported. A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to the reported event. A lot history review was performed and no other complaints for the reported event were noted. The IFU, preparation training manual and procedural training manual were reviewed for instructions/guidance on device preparation/usage. The preparation training manual provides guidance on thv removal through sheath. The thv can be retrieved through sheath only before thv deployment (still crimped), ensure the thv is centered on the flex tip, ensure delivery system is locked, verify the flex catheter is completely un-flexed, retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the tip, ensure the edwards logo on the sheath handle is facing upward, and withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved and note do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip, stop advance the thv past the sheath tip and ensure thv is centered on the flex tip and rotate the delivery system before trying again. In addition, if the balloon ruptures or leaks during deployment without thv embolization, do not use excessive force, take care when crossing the thv, tracking over the arch and removing the delivery system (through the tip of the sheath), maintain guidewire position, check for pv leaks under echo and if post-dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints were confirmed based on the condition of device return. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, complaint history review, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As no abnormalities were reported during device preparation and there are several inspections during manufacturing that would detect any device leakages, it is unlikely that the failure was present before the procedure. As identified in previous investigations performed by edwards lifesciences, high valve alignment forces can be a potential root cause for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond. No imagery was provided of the descending/abdominal aorta where valve alignment occurs; however, as per the complaint description, the patient¿s aorta was slightly tortuous. If the physician performed valve alignment in a tortuous anatomy, it may have resulted in increased forces being applied to the bond area. Additionally, if the thv is at a bend or angle during alignment, this can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. Evaluations of the device shows flex tip gouges present. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces and can potentially weaken the bond between the inflation balloon and crimp balloon. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. It was noted in the complaint description that ¿valve alignment was performed in an straight section of the aorta¿. However as procedural imagery was not provided and the patient had a slightly tortuous aorta, it is possible that tortuosity contributed to the torn crimp balloon. As reported, ¿it was not possible to retrieve all balloon and the valve inside the sheath¿. Tortuous patient anatomy can create sub-optimal angles that can lead to non-axial alignment during retrieval of the delivery system with crimped valve. It is possible the crimped valve caught on the tip of the sheath contributing to withdrawal difficulty of the valve through the sheath. Additionally, the delivery system was withdrawn without the flex tip supporting the valve, as indicated by the provided imagery showing the flex tip pulled away from the valve, which can cause the valve struts to catch on the sheath during retrieval further contributing to withdrawal difficulty. In this case, available information suggests the withdrawal difficulties, valve through sheath, is related to both patient (tortuosity) and procedural factors (high alignment forces/non-coaxial withdrawal/flex tip not supporting thv during retrieval) and contributed to the reported event. However, a conclusive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment (pra) is required at this time. The balloon torn issue and its associated risks have previously been assessed and documented in a pra and a CAPA was previously initiated to address this issue.

Manufacturer narrative:
A supplemental MDR is being submitted for reference of mfg. Report number related to this case. The section of this report has been updated: h10 (narrative text). This report is 1 of 2 being submitted for this complaint. Reference mfg. Report no. 2015691-2020-14123.

Manufacturer narrative:
The esheath will be returned for evaluation. Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, during valve deployment of a 29mm sapien 3 valve in the aortic position, the commander delivery system balloon did not inflate. A decision was made to remove the delivery system and the valve. During removal, it was not possible to completely withdraw the balloon and the valve into the sheath. When the sheath and the delivery system were being removed as one unit, the exposed frame of the valve caught on the closure device sutures causing a dissection in the femoral artery. The dissection was treated with a balloon and a stent was implanted. A new valve, delivery system and sheath were used and the valve was successfully implanted. The patient was stable and discharged. As reported, during device preparation no leak or damage of the balloon was detected. However, the valve was crimped on the balloon twice because the valve was not in the correct position on the balloon during the first crimp. There was no resistance during the insertion of the delivery system into the sheath. The valve alignment was performed in a straight section of the aorta. Per report, the vessels and the aorta are slightly calcified and tortuous.